Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. No low battery alarms noted. Unit received with broken battery tube threads, cracked case at display window corners and reservoir tube, minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump has a small crack, that splits into 2 cracks, on the battery housing and on the top of the reservoir housing. The customer's blood glucose reading was unknown at the time of the incident. The customer could not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.